Manufacturer narrative:
E1 phone: (B)(6). E3 occupation: chief of purchasing department. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the cook bakri postpartum balloon with rapid instillation components leaked liquid during pre-use testing in the operating room for a postpartum hemorrhage control procedure following a cesarean section. A few days after the cesarean section, the patient presented to the emergency department with uterine bleeding, and the surgical team elected to use the complaint device. Prior to introduction of the complaint device, the operating room nurse partially inflated the balloon to verify condition, at which time leakage was observed at the device. The device was discarded, and the operating room nurse requested a new unspecified balloon to complete the procedure. Per the reporter, the event is considered "isolated". The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested.